Manufacturer narrative:
Unchecked "user facility" and checked "health professional" to correct section. Removed device manufacture date. Device manufacture date is unknown. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be duplicated at the bench level. Log file analysis revealed several premature power switching events that might be due to a communication error as these events occurred at a high relative state of charge (rsoc). Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. A possible root cause of the reported event can be attributed to a communication error between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Log file analysis review date: 08/11/2015; dated through 07/29/2015-08/12/2015. Normal power consumption. Additional notes: 2 vad disconnect alarms logged on (B)(6) 2015. 8 vad disconnect alarms have been logged since (B)(6) 2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Current device location is unknown.

Event description:
It was reported from (B)(6) that the patients "controller showed at port 2 repeatedly transient interruption of battery connection with 5 different batteries", "controller gave a short acoustic signal but no alarm". Patient went to hospital and a controller exchange was performed to the back-up controller. "No effect on patient - patient is fine". No additional information provided. Investigation is ongoing.